Event description:
It was reported that: "the guideliner interacted with stent during stent delivery. Stent was stripped from stent delivery device. Guideliner became stuck and came apart (shredded) during removal from the patient's body." Additional information: during a coronary pci to lad artery. The angiogram showed that the vessel was tortuous with some calcification present. There were some issues advancing the stent through the guideliner so the physician decided to remove the device. Upon attempted removal resistance was noted so the entire guide system/guideliner/stent was removed together. Upon removal of the system, the stent was stripped from its delivery device(balloon)and left inside the patients vessel and the guideliner became uncoiled/deformed. The guideliner was reported as completely removed. A second guideliner was delivered as normal, however a stent was not able to be delivered to the target lesion distal in the vessel. A stent was delivered to the incident site to cover and trap the stripped stent in place against the artery wall.

Manufacturer narrative:
(B)(4), no return product evaluation could be completed as the product was not returned for evaluation. A DHR review was completed for lot 73k2200934 and no issues or nonconformities were noted. Case details were reviewed. A patient underwent a pci procedure for lad artery. Customer stated, "guideliner interacted with stent during stent delivery. Stent was stripped from stent delivery device. Guideliner became stuck and came apart (shredded) during removal from the patient's body." The customer supplied pictures were reviewed. The damages observed on the guideliner are likely due to concomitant device interaction with the stent when operated against resistance. The IFU states the following warning and precaution: never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, damage to the catheter, or vessel damage. Exercise care in handling of the catheter during a procedure to reduce the possibility of accidental breakage, bending or kinking. Do not apply torque to the catheter during delivery, as catheter damage may result. Do not withdraw an undeployed stent back into the guideliner catheter when the catheter is in the body, as it may result in dislodging the stent. Instead, simultaneously pull both the guideliner catheter and undeployed stent back into the guide and remove together. As per the additional information received, minor calcification was noted. Vessel was tortuous. Guideliner became malformed during removal from the patient after experiencing an interaction with the delivery of the stent. The stent was stripped from its delivery device(balloon) and the guideliner came uncoiled/deformed. A new stent was tethered the stripped stent against the vessel wall. A manufacturing record review was completed for lot 73k2200934 and no related nonconformances were found. Based on the information, the most likely root cause of the issue is user error. The der process will continue to monitor for any similar events.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "the guide liner interacted with stent during stent delivery. Stent was stripped from stent delivery device. Guide liner became stuck and came apart (shredded) during removal from the patient's body." Additional information: during a coronary pci to lad artery. The angiogram showed that the vessel was tortuous with some calcification present. There were some issues advancing the stent through the guide liner so the physician decided to remove the device. Upon attempted removal resistance was noted so the entire guide system/guide liner/stent was removed together. Upon removal of the system, the stent was stripped from its delivery device(balloon)and left inside the patients vessel and the guide liner became uncoiled/deformed. The guide liner was reported as completely removed. A second guide liner was delivered as normal, however a stent was not able to be delivered to the target lesion distal in the vessel. A stent was delivered to the incident site to cover and trap the stripped stent in place against the artery wall.